Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04371. It was reported the pt had stimulation in the ribs. Initially, reprogramming resolved the issue, but the pt reported she had the flu and thought her coughing had changed the stimulation. Follow up identified the leas had migrated cephalad. It was reported surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.